Manufacturer narrative:
(B)(4).

Event description:
It was reported the device exhibited a rest seen on a merlin transmission. A device reset had occurred due to nmi. The device corrected and was not operating in a bvvi mode. The patient will continue to be monitored.